Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported this right atrial (ra) lead was explanted due to dislodgment which caused the sensing and the inappropriate pacing. It also exhibited helix retraction issues. No additional adverse patient effects were reported.